Event description:
The reporter stated the device was used on a patient with a result of 400mg/dl. A repeat result was 200mg/dl. The lab reported a glucose value of 185 mg/dl. No treatemt was alleged.